Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device's color lcd cable was replaced as a precaution. No trend is associated with reports of this type.

Event description:
Complainant alleged the device's display was distorted and clinical information could not be seen. Complainant did not indicate that there was any patient involvement in the reported malfunction.